Event description:
It was reported that high lead impedance was observed during clinic visit on (B)(6) 2013. The device was programmed off as recommended in manufacturer labeling and x-rays were taken. The patient previously had generator replacement on (B)(6) 2011. The last diagnostics were performed on (B)(6) 2013 and were within normal limits at that time. Diagnostics were within normal limits since generator replacement. No patient manipulation or trauma was reported. The patient was referred for replacement surgery. Although surgery is likely, it has not occurred to date. A/p and lateral chest x-rays were reviewed by the manufacturer. With the provided images, it is unable to be assessed whether the filter feedthru wires and the lead wires at the location of the connector pins appeared to be intact. It is unclear if there is a portion of the lead located behind the generator that could not be assessed due to the quality of images. Based on the x-ray images provided, the cause of the high impedance cannot be determined. A portion of the lead could not be visualized in the chest, and the presence of a micro-fracture in the lead cannot be ruled out.

Manufacturer narrative:
Review of device history records. Review of the lead device history records confirmed all quality tests were passed prior to distribution. Device failure is suspected but did not cause or contribute to a death or serious injury.